Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal cover easily came off the scope due to insufficient attachment, and/or experiencing stress (i.e., frictional load by twisting/ pushing/pulling the scope in body or contact with bite block.) However, the root cause could not be conclusively determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the single use distal cover was missing when they withdrew the evis exera iii duodenovideoscope. Another scope was used to make sure the cap did not travel down the esophagus. The single use distal cover was found in the patient¿s mouth and the outcome of the procedure was not affected. No other treatment was needed. The duration of the procedure was prolonged for approximately 20 minutes. The bite block was repositioned several times per the staff in the room. Damage was not noted to the distal cover when it was initially placed on the scope. The user attached the distal cover to the scope and then pulled or twisted the cover to make sure it did not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. An anti-fog agent was not applied to the scope. A lubricating gel was used in the procedure. The procedure was completed with another similar device and the condition of the patient was not impacted by the failure. The patient is stable. This complaint is related to patient identifier (B)(6) (single use distal cover).

Manufacturer narrative:
The device is not being returned for analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).